Event description:
The customer reported that a screw fell out of the ceiling onto the sterile drape, before the start of a procedure. There was no additional treatment or significant delay to the procedure as a result of this event. (B)(4). Ref# MFR 9710055-2013-00036.